Manufacturer narrative:
The technician found the trend limit switch was out of adjustment. He adjusted the switch to repair the bed.

Event description:
Info received indicates the bed will not got into the trendelenburg position.